Event description:
A surgeon reported that following the use of a vsp systems cutting guide, the holes on the patient's left distal mandible were too low to be used with the custom plate. As a result, the surgeon drilled additional holes to allow for proper alignment. No surgical delay was reported, and the surgery was completed successfully.